Event description:
The customer reported that a few drops per run leaked from the probe of the act-diff instrument. The leak occurred during startup. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) advised the customer over the phone to change the probe, wipe the block, bleach the probe wipe tubing and change the diluent filters. The customer then ran several startups without the probe dripping. The issue was resolved. Field service was not dispatched for this event. (B)(4). Customer resolved the issue.